Event description:
It was reported that the patient had gone into a coma and paramedics were called to treat him. His blood glucose level was less than 2 mmol/l. His family attempted to give him juice. Paramedics treated him with two injections of glucose and food to eat. He was taken to the hospital where his blood glucose levels stabilized. The patient is new to pump therapy. There is not allegation against the performance of the infusion device. The patient has received training on using the device. No product was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product was requested.